Event description:
On (B)(6) 2010 a johnson & johnson sales rep in (B)(4) rec'd information from an eye care professional (ecp) who reported that a pt experienced redness while wearing a 1-day trueye lens and that the pt was seen at the nagano eye clinic and treated with medication. The treating ecp was contacted (B)(4) 2010 by the johnson & johnson affiliate in (B)(4) to request additional information. Ecp reported that on (B)(6) 2010, the pt experienced acute pain when inserting a contact lens. Doctor reported that the pt was initially seen and treated at two clinics and prescribed medication prior to the pt presenting the nagano eye clinic on (B)(6) 2010. The pt presented with c/o pain, poor vision and "rough cornea" x4 days. No information was provided regarding what medications were prescribed to the pt prior to presenting to the nagano eye clinic. The ecp at the nagano eye clinic provided the following information: "the pt had corneal epithelial erosion and allergic reaction in one eye, probably os. The pt was instructed to discontinue cl wear. The pt was instructed to return to the clinic in a week. The pt will be seen for f/u on (B)(6) 2010." The ecp "presumes that it takes about one month until the pt's va recovers and the symptoms resolve." The ecp stated that "this event was not serious and did not result in loss of vision but that the condition is very bad." The ecp stated that "this event was related to contact lens wear since the symptoms developed just after contact lens insertion." The treating ecp was again contacted on (B)(4) 2010 to request additional information. The pt has not returned to the clinic for f/u as instructed and no additional information is available. The lot number of the product in question is unk and the product in question is not available for return. Based on the limited information available, no further investigation can be conducted at this time; also, based on the limited information rec'd, this injury will be reported as a serious injury as a worst case. If addition information is rec'd, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method: device not returned. No evaluation will be performed.